Event description:
It was reported that the patient experienced high glucose recorded at 400 mg/dl after eating more than usual at a holiday event and did not announce all meals to the ilet pump; the patient lacked a contemporaneous fingerstick and was advised to allow automated correction dosing to bring glucose back into range, which subsequently occurred. Customer care provided support that included review of device-generated reports. Investigation of this case revealed device function as designed with no device malfunction, and the event was associated with missed meal announcements. Symptoms included polyuria associated with hyperglycemia. Outcomes included a temporary elevation in blood glucose that resolved without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement.